Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -06.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that there was no visible damage to the lens. Corrected data: conclusion - as per dfu for this lens model, implantation of this lens in an eye with an anterior chamber depth (acd) less than 3.0mm is contraindicated. This patient has an acd of 2.89mm. (B)(4).